Event description:
It was reported that the device was stuck with guidewire. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with the non-boston scientific guidewire. The device and the guidewire were removed as one unit and the procedure was completed with another of the same device. No patient complications reported.